Event description:
A customer reported in the ICU, after a patient had received a secondary of vancomycin, the nurse opened the door of the pump and saw a bulge like an aneurysm in the pump section of the tubing. No report of patient harm or no intervention required. Although requested, no further information has been provided.

Manufacturer narrative:
MFR's report date: 06/26/2013. Internal file no: (B)(4). The customer's report of a bulge in the silicone segment was confirmed and replicated during testing. Pressure testing produced a balloon in the silicone segment below the upper fitment at 18psi; specification is 30psi. This silicone segment was likely weakened during customer use. Failure of this test suggests previous ballooning had occurred as the customer reported. The customer did not state if an i.v. Push had been administered, the root cause of the balloon segment could not be identified.